Event description:
Reportedly, put the cholecyst into the pouch and pulled the string to remove it, the surgeon felt resistance as much as usual. Since the metal ring of the pouch was difficult to pull in the shaft, checked the device, confirmed the connection (black plastic material) of metal ring was broken. Then, cut the string outside of cavity and tried to remove the cholecyst outside of the shaft. The cholecyst in the pouch once fell on the liver and immediately retrieved. After that, performed x-ray, no residue was confirmed into the cavity. Sex: unk procedure: lap chole.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur, the complaint will be reported to the FDA.